Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error 1 occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter/remote has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the meter remote was powered on with an immediate error 1 sub code (B)(4) indicating an issue with the meter ram.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The asset serial number associated with this case is (B)(4).